Manufacturer narrative:
PMA/510(k) # k172665. Investigation evaluation: the product said to be involved was returned in a white plastic bag. Provided with the return was an open pouch and open box from the lot number provided in the report. The labels match the product returned. Pictures were provided. The lot number provided in the photos matches this report. The label in the photo matches the product reported. The other picture provided shows the distal end of the device, the photo is inconclusive for damage at the distal tip. Note: within the white plastic bag was a knotted yellow biohazard bag containing the device. A section of the catheter was tied in the knot causing a bend in the catheter 57.1 cm to 71.0 cm distal to the handle. Our laboratory evaluation of the product said to be involved confirmed damage to the distal tip. A visual inspection of the catheter was performed, and the distal tip of the device appears to be distorted/damaged. It is not known at what point the distal tip became distorted/damaged. No section of the sphincterotome device appeared to be missing. The distal end of the device responds to handle manipulation. A brown substance was present in the distal catheter and on the tip. Following the removal of this substance the distal tip damage became apparent. A discrepancy or anomaly that could have contributed to the reported event was not observed during our laboratory analysis of the returned product. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our visual evaluation of the returned device identified damage to the distal tip. This damage was not identified by the user. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Prior to distribution, all d.a.s.h. Dometip double lumen sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook d.a.s.h. Dometip double lumen sphincterotome. It was initially reported that the physician advanced the duodenoscope to duodenal papilla and was ready to cut duodenal papilla, but the physician opened the package and flushed the device, then inserted the device into duodenal papilla and when ready to cut found that the cutting wire orientation was not straight but deviated seriously. The physician then changed to another one of the same device to complete the procedure. There was no MDR reportable information at this time. Per observation of the returned device during investigation, there is damage at the distal tip of the catheter. [Subject of report]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.